Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
An article/literature was received entitled "is the newest fibrin sealant an effective strategy to reduce blood loss after total knee arthroplasty? A randomized controlled study¿. Literature article "is the newest fibrin sealant an effective strategy to reduce blood loss after total knee arthroplasty? A randomized controlled study" by filippo randelli et al. Published by the journal of arthroplasty was reviewed. The article purpose: to ascertain whether, compared to control management, topical application of a novel fibrin sealant in patients undergoing primary tka reduces peri-operative blood loss. The article reports: sixty two patients were randomized to either receive or not receive this novel sealant. A posterior-stabilized cemented prosthesis for primary tka was implanted in all patients. 18 of these patients required blood transfusions. Patella resurfacing was conducted in all patients. Cement was used although no manufacturer is disclosed. Depuy products involved: pfc sigma. Complications: major bleed (18).